Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1zufm serial# implanted: (B)(6)2019 explanted: product type lead section d information references the main component of the system. B3: event date is estimated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient needed to have an MRI of their head/brain, but they'd relocated a couple times in the past few years and the patient no longer had a health care provider (hcp) and the caller could no longer locate the patient's handset. Reviewed MRI compatibility with the caller and directed the caller to have the technician/health care provider (hcp) call technical services to discuss the issue. The manufacturing representative was also notified to see if they could assist with turning the device off for the patient's MRI. The caller stated the patient hadn't touched their ins settings in years because "probably about a year" after the patient got the implant, testing had been done and they were told the lead had moved so it didn't work. Reviewed with the caller battery longevity considerations and options for utilizing the lost/stolen vendor to repl ace the handset but recommended the patient have the system checked first to determine if the system had any battery life left. The caller stated device removal would not be an option due to the patient's age.